Event description:
It was reported that the patient presented remotely via remote transmission with an alert for high atrial lead impedance. A sense trend showed a single high impedance reading of approximately 3000 ohms. Otherwise, the measurements were stable at around 330 ¿ 410 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).